Manufacturer narrative:
The manufacturer previously reported a trilogy 100 device was sent to the manufacture's service center for periodic maintenance. There was no harm or injury reported. During the periodic maintenance, the device's error log was reviewed, and an "internal battery not charging" alarm was observed. The power management board was replaced to address the issue. Tests performed after the repair all passed. The power management board was sent to the quality product investigation lab for evaluation. The evaluation found that the power management board operates as expected; the reported issue was not confirmed.

Event description:
A trilogy 100 device was sent to the manufacture's service center for periodic maintenance. There was no harm or injury reported. During the periodic maintenance, the device's error log was reviewed, and an "internal battery not charging" alarm was observed. The power management board was replaced to address the issue. Tests performed after the repair all passed.